Event description:
It was reported to manufacturer that the hand held screen froze during interrogation of a vns patients device. Troubleshooting was not performed to resolve the frozen screen and the physician requested a new hand held be sent to the site. Attempts to obtain the non-working hand held for analysis have been made, but have been unsuccessful to date.